Event description:
A patient reported experiencing inaccurate low results with a ot profile meter. The patient's blood results were 41mg/dl, 97mg/dl. Tests were done <10 minutes apart with a difference of 50mg/dl. Patient did not experience any adverse event. No further information has been reported.